Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the surgeon articulated the jaws and attempted to straighten, however, the jaws did not return to original position. The procedure was completed with another device. The surgical time was not extended. The current patient status is fine. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of fifteen photographs of one powered stapler handle, one stapler adapter, and one reload sent by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and a pmv evaluation of the returned photos. The photos show an handle, adapter, and reload in various stages of assembly. There are several photos of illuminated status indicator lights. The reported condition could not be confirmed based on the photographic evidence provided. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.